Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level and air bubbles in the tubing. The customer¿s blood glucose level 400 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was not performed. The customer stated that the size of air bubbles was champagne size. Based on customer¿s report customer did not allege insulin pump was under delivering. The insulin pump will be returned for analysis.